Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered more than the programmed amount during volumetric testing. Using water as the fluid, the delivery rate was programmed at 200 ml/hr for 15 minutes. After the 15 minutes, it was stated that >100 ml was collected. It was also reported there was no patient involvement.